Manufacturer narrative:
The filler was injected into the patient and is not available for return. Further information regarding this this event, product, or patient has been requested. If any new, changed or corrected information is noted, a supplemental medwatch will be filed. (B)(4). Additional information: given the patient's medical history, it is reasonable to question a possible involvement of her multiple sclerosis in the observed reaction. Although no recent relapse has been reported and no signs of allergy have been mentioned, the patient's systemic condition may make her more susceptible to inflammatory responses. It is also noted that she has a history of nystagmus and is currently being treated with dimethyl fumarate, an immunomodulatory drug known to modulate the immune response. This treatment could potentially alter the body's reaction to a foreign substance and thereby amplify the intensity of the inflammatory response. In the absence of specific information regarding the injected lots, no product-related cause can be identified at this stage. However, our internal clinical data indicate that this type of event, although rare, is known and previously documented. It may be exacerbated by underlying medical conditions such as multiple sclerosis. Conclusion of the investigation: we do not have enough information to definitively determine the root cause of the observed edema. Therefore, it remains a hypothesis that the reaction may be linked to her medical background.additionally, it is important to highlight that both fasy form and smooth are products indicated for the correction of nasolabial folds and perioral lines. However, in this case, the physician injected fasy form into the mid-cheek area and the zygomatic arch, which falls outside the intended indications.

Event description:
The company representative reported one month post injection of estyme form on (B)(6) 2025, in the zygomatic arch (03cc), medical cheek (0.2cc) patient experienced local edema and erythema. Patient was treated with systemic corticosteroids (zamene 30mg: dose 45mg for 7 days, then 30mg for 3 days, and finish with 15mg for 2 days) followed by broad-spectrum antibiotics (ciprofloxacin 500mg, 1 tablet every 12 hours for 10 days). After 48 hours of antibiotic treatment, the patient showed significant clinical improvement, with a marked reduction in edema, erythema, and associated symptoms.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. Further information regarding this this event, product, or patient has been requested. If any new, changed or corrected information is noted, a supplemental medwatch will be filed. (B)(4).

Event description:
The company representative reported one month post injection of estyme form in the zygomatic arch (03cc), medical cheek (0.2cc) patient experienced local edema and erythema. Patient was treated with systemic corticosteroids followed by broad-spectrum antibiotics. After 48 hours of antibiotic treatment, the patient showed significant clinical improvement, with a marked reduction in edema, erythema, and associated symptoms.